Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The foreign material could not be removed from the nozzle. Adhesive on bending section cover was detached. Due to deformation, forceps control lever does not move smoothly. Due to adhesive peeling, forceps elevator knob had a gap. Due to wear of angle wire, bending angle in right direction does not meet the standard value. Due to damage on bending tube, bending angle in right direction exceeds the standard value. Switch had a cut. Up/down knob had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the channel of the evis exera ii ultrasound gastrovideoscope was blocked. The doctor could not supply air and the edt gave an error message. The device was returned and an evaluation revealed, the nozzle was blocked with foreign material. Also, there was a gap between acoustic lens and ultrasound probe. This report is being submitted to capture the reportable malfunctions found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted for correction to event date and additional information. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the issue "blocked channel" was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events was unable to be identified. The air and water nozzle unit is clogged with foreign matter, and even if correct processing is performed, the foreign matter cannot be removed due to the buckling of each channel and nozzle, the gap between the insertion part and the boot. Has been pointed out. The foreign material was unable to be identified. There is also a gap between the acoustic lens and the ultrasonic probe and the cause is unknown. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.